Manufacturer narrative:
According to the complainant the device will not be available for investigation because it is not available for return. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s daughter on (B)(6) 2026 that the patient had been hospitalized with hyperglycemia and subsequent hypoglycemia in (B)(6) 2025. The patient¿s symptoms included throwing up and feeling sick. Details regarding treatment, diagnosis, duration of pod use, pod infusion site placement, patient blood glucose levels, and date of discharge from the hospital are not available. The pod is not available for return. This patient reportedly passed away on (B)(6) 2025 and is captured under insulet report reference number (B)(4).